Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 382623 and lot number 4177317. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc wing needle was slow to retract. The following information was provided by the initial reporter: after placing the catheters when the button is pushed to retract the needle it is "sticking" and you have to push the button twice and then the needle retracts very slowly. What was the impact to the patient? - staff report no impact to the patient. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. Staff report no serious injury to patient or healthcare professionals.